Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter inside. The following information was provided by the initial reporter: material no: provided 303310; batch no: 0098737. It was reported that plastic particles found in the 20ml syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-02. H6: investigation summary: in the photography received, it is not possible to observe the plastic particle that the customer reports, also, it is outside the fluid path of the product, so it is not possible to ensure a possible contamination of the product. Additionally, 51 physical samples all unopened and in original packaging were received from lot number 0098739, no defects observed. A tour of the line to verify there is no exist contamination sources at the stages process resulting conform. During the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter inside. The following information was provided by the initial reporter: material no: provided 303310, batch no: 0098737. It was reported that plastic particles found in the 20ml syringes.